Event description:
On 1/5/96 the pt's sibling stepped on the pill line tubing. The PICC line broke. The pt's line pulled out and reinserted per IV therapist at the hosp. On 1/24/96 during a dressing change to the line, the PICC line broke approx. 2" from the insertion site. He was repaired per the "sn". It flushed well and was used for infusion. Both occurrences took place in the pt's home.